Event description:
It was reported that a self-ambulating nursing home resident, with a diagnosis of alzheimer's disease, fell against the post at the foot of the bed which supports the siderail mechanism. The post had its vinyl cap intact at the time of the incident. The resident impaled himself on the post as a result of the fall, with the post penetrating the skin of his right chest near the axilla and extending up toward the shoulder. The post had to be cut from the bed by the 911 responder and the resident transported to the ER with the post under his skin.